Event description:
It was reported that during the device change out for elective replacement indicator, the atrial lead was found to be sitting underneath the device pocket. The lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg ICD, implanted: (B)(6) 2007. (B)(4).